Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a broken drawer. The customer stated that nurse pulled it out too far and now it cannot be closed. They reported that a ball bearing had fallen out, causing the drawer rail to break. They cannot confirm which drawer was affected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.